Event description:
Tsr was performing preventive maintenance when he discovered bed had no ground. There were no reported injuries.

Manufacturer narrative:
Tsr replaced the ac plug, and this resolved the loss of ground.